Event description:
It was reported that the device may have reached the elective replacement indicator [eri] prematurely. It was also reported that the lead threshold measurements were somewhat less through the analyzer than the patient's device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.